Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. Medical records included the revision surgical report and revison component sticker sheet. Revision was reported to be for pain and during surgery it was noted there was severe metallosis, large pseudocapsule, large amount of cloudy joint fluid, limited range of motion/ambulation, inflammation and corrosion on the femoral head and acetabular cup. There was no report of doi, primary surgical report or component information within the medical records reviewed at this time. This complaint isn't the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate unknown depuy asr head, cup, taper sleeve and an unknown depuy stem will be reported. The complaint was updated on: feb 23, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.